Event description:
Reporter indicated that vns patient underwent revision surgery to reposition the generator due to device migration as a result of a "broken stitch." The pt is reportedly doing well following the revision surgery.